Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10, h11. Corrected section: h6 - device code change from "manufacturing, packaging or shipping problem" to "no apparent adverse event".

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: : h-6 - type of investigation corrected from ¿device not returned 4114¿ to ¿testing of actual/suspected device 10"; h6 - component code corrected from ¿mechanical/ fastener/clamp 757¿ to "blank". Testing of actual/suspected device: (10 /213/67) the device was returned to the factory for evaluation on 06/21/2021. An investigation was conducted. There were no signs of clinical use or evidence of blood as the product was returned unopened in its original packaging. The expiration date on the package was observed to be 2021-07-27. An email was sent to request the po information when the device was delivered to the account. Two deliveries of the product to the account were shipped on 12-apr-2021, as well as 20-apr-2021, well before the expiration date of the products. Based on the returned condition of the device, as well as the po information received, the reported failure "no apparent adverse event¿ was not confirmed as no specific failure was reported.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they received axius coronary shunt 1.0 mm. On 19.04 the customer receives 2 conf.ni cod. C-of-1000 with expiry 07-2021. - po (B)(6). Cannot accept this deadline. Rocede with the customer return and relative return to the supplier. Forward a new po and xpo resends the same product again with the same expiry despite my mail - po (B)(6). Asked the customer to refuse the package. No patient involvement.